Manufacturer narrative:
Supplemental report

Event description:
Vent inop condition, air valve liftoff failure, while in use. The manufacturers field service engineer confirmed the reported problem and replaced the blower. No patient harm reported.

Event description:
Factory analysis of the returned blower revealed a failed hall effect sensor which caused the blower to not function.

Manufacturer narrative:
Failure analysis of the returned part determined that bad hall effect sensor hb created the blower not to function, the reported complaint of blower not operating was duplicated. (B)(4).

Event description:
Factory analysis of the returned blower revealed a failed hall effect sensor which caused the blower to not function.